Manufacturer narrative:
Fdc 11 no longer applies. After fdc escalation fdc codes were updated to 67 for the leads (pli 40, 50, 70), 71 for the ins (pli 10), and 54 for the anchors (pli 80, 90).

Event description:
It was reported that there was a loss of coverage to the lower extremities. There was lead migration/dislodgment. The implantable neurostimulator (ins) was not retaining the charge. The patient reported he had to recharge the ins without actually utilizing the device. The patient reported that they had not been using the device, but he requested to have it reprogrammed, as it was not providing relief. On (B)(6) 2014 it was unable to be reprogrammed as the device was not charged. The patient returned on (B)(6) 2014 and the device was reprogramed. The patient was receiving coverage in the upper extremities, but was not experiencing pain relief in the lower extremities. They planned to revise the leads and surgical observation revealed that the leads had migrated. Actions taken as a result of the event included explanted/replaced, unscheduled clinic or office visit, and reprogrammed. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 3487a-56, lot# v235029, product type lead (x2); product ID 3487a-45, lot# v229122, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3487a-45, lot# v188124, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3550-39, serial# unknown, product type accessory (x3); product ID 3487a-56, lot# v235029, product type lead; product ID 3487a-56, lot# v235029, product type lead. (B)(4). Analysis results not available as of the date of report. A follow up report will be sent when analysis results are received.

Manufacturer narrative:
Final analysis of the leads with lot v235029 revealed the distal end conductors were broken. One lead had the #0 conductor broken 1.1 centimeters from the distal end. The second lead had the #4 conductor broken 1.1 centimeters from the distal end. Final analysis of lead with lot v188124 revealed the #12, 13, and 15 conductors were broken 20.6 centimeters from the proximal end and the #14 conductor was broken 0.8 centimeters from the proximal end. System test showed an open circuit on #4 and # 0. Final analysis of two anchors revealed the anchors were separated. Final analysis of the third anchor revealed it was cut. Final analysis of the stimulator revealed insignificant anomalies. The stimulator was functionally okay. Fdm: 810

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.